Manufacturer narrative:
The device evaluation has been completed. The device was visually inspected and it was found in good conditions, however, during the second visual inspection the t-bar was observed exposed on the catheter tip. A deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x-ray machine and the t-bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed and no non-conformances related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the t-bar slippage cannot be determined, however, an internal corrective action has been opened to investigate the issue of the t-bar sliding down. Manufacturer¿s ref # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified a material cut exposing internal metal components. It was initially reported from the customer that during the afib operation, the catheter could not deflect to the desired specification. The second catheter was used to complete the operation. There was no report of any adverse events with the patient. As such, since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay and the potential risk that the deflection issue could cause or contribute to a serious injury or death is remote. On 6/11/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found no visual damage or anomalies observed. On 6/27/2019, during a second visual analysis, metal exposure was found near electrode # 5 and the t-bar slid down. These findings were reviewed and assessed as MDR reportable for the material cut. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction on 6/27/2019 and reassessed this complaint as an MDR reportable malfunction.